Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking. It is unknown if there was a device inserted when the leaking occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.